Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to squeaking. An alumina ceramic head and liner were implanted "many years ago" and were revised to a trident 0° liners with a c-taper head and adapter.